Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3388 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported uneventful PICC placement. Upon removal of stylet wire, it was noted that it was fractured approx. 4cm from tip. After sterile dressing was applied and procedure completed, we attempted to further asses tip when it completely broke off.